Event description:
Pt was receiving a bone marrow biopsy and aspiration in the left iliac crest. The aspiration portion was performed first, followed by the biopsy portion. When the needle was pulled out approx one inch of the needle had broken off and was lodged in the posterior iliac crest. Attempts to remove it were unsuccessful. After consult, the pt was taken for surgical removal.